Event description:
Additional information revealed the patient was receiving effective therapy as of (B)(6) 2013.

Event description:
It was reported, the hcp was updating the pump just after the pump was implanted. During the update, they received a screen to call field services. The pump was re-interrogated and it was found the catheter information and infusion data were missing. The reservoir volume still showed 20 ml and the logs did not show an infusion bolus command. A priming bolus failed because the .45ml was not programmed in the update. The logs showed five events and an infusion bolus command was not one of the events. The pump was used to deliver lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).